Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-oct-2022 h6: investigation summary sixteen open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No, cat. No. 320559. Visual examination was carried out on all sixteen samples and a broken non patient end of cannula was observed on thirteen samples and a bent non patient end of cannula was observed on the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 15 bd micro-fine¿+ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from japanese: "the user reported that the needle npe was broken in several products."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 15 bd micro-fine¿+ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from japanese: "the user reported that the needle npe was broken in several products."